Event description:
It was reported that a pericardial effusion occurred. A left atrial appendage (laa) closure procedure was performed. It was noted that prior to the start of the procedure, fluid was noted in the pericardial space via intra-cardiac echocardiography (ice). Activated clotting time (act) was 279 seconds. A 30mm watchman laa closure device was successfully implanted without issue. No change to the baseline effusion was noted post procedure and the patient was asymptomatic. The following day, although the patient was not experiencing symptoms, the physician decided to perform a pericardiocentesis as a precautionary measure. The pericardiocentesis removed 400 cc of fluid. No further complications were reported. The patient was stable and was discharged that day.